Manufacturer narrative:
As reported, after cardiomems implantation procedure, the swan ganz used to calibrate the sensor to pulmonary artery pressures caused the cardiomems device dislodgment. There was no swan ganz catheter device malfunction, but potential risk of cardiomems sensor embolism and additional intervention to retrieve the sensor was needed. There was no patient injury and a new cardiomems sensor was not attempt to be placed. The swan-ganz catheter was not available for evaluation. The IFU states invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The following items should be immediately available if complications arise during catheter insertion: antiarrhythmic drugs, defibrillator, respiratory assist equipment, and a means for temporary pacing. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated section h6 (investigations conclusions). Additional information for the reported event is being provided. The instructions for use (IFU) procedure steps for the cardiomems implant were received by advanced patient monitoring (apm - formerly edwards critical care) from abbott in order to investigate the use of the swan ganz catheter in the procedure. The cardiomems IFU instructs the user to position the catheter 5-10 cm proximal to the implanted sensor or in the opposite lung. Since the sensor was dislodged by the catheter, it could be determined that most likely root cause of the event was that the cardiomems IFU instructions were not followed.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when inserting this swan-ganz catheter into the right pulmonary artery to calibrate a cardiomems sensor just implanted into the target vessel, the sensor was dislocated and it became stuck into the catheter. The sensor could not be released using a second catheter and it was removed using a snare. No new sensor was tried to be placed. There were no adverse consequences reported. The device was not available for evaluation.